Event description:
The reporter stated the surgeon inserted a micl 13.2mm implantable collamer lens in the patient's right eye. The lens haptic was torn during insertion into the patient's right eye. The lens was removed with no patient injury. The incision was not enlarged. Backup lens was implanted, no suture was used. The reporter stated the cause of this incident was due to user error. There were two lenses used on the same patient and the same eye, during the same procedure. This report is for the secondary lens. See MFR #2023826-2013-000 for primary lens.

Manufacturer narrative:
(B)(4). Evaluation results: a visual inspection of the returned product found the lens optic is torn. A piece of plate haptic is torn off and missing. Lens was returned in liquid. Conclusions: based on the complaint history and the evaluation of the returned product, it was determined that the root cause of this event was due to technical error. (B)(4).